Manufacturer narrative:
Pr#: (B)(4).

Event description:
It was reported to philips that the heartstart mrx defibrillator showed a charge button error message during testing. There was no patient involvement.